Event description:
My (B)(6) provided oxygen tubing from salter labs off-gasses a terrible smell which triggers migraine headaches and makes me sick. This product produces injuries and is a taxpayer rip-off. Thank you, (B)(6).